Event description:
Information received indicates the side rail could not be latched.

Manufacturer narrative:
The technician found the side rail latch was missing. The technician installed the side rail latch to repair the bed.